Event description:
It was reported that during a transplant the staples did not form correctly when the device was fired. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's reported meter was returned for investigation. An investigation is still in process. A follow-up report will be filed once the investigation is complete.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 497 mg/dl and 86 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.